Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 479 mg/dl. Patient's other blood glucose value was 358 mg/dl and 578 mg/dl and 482 mg/dl. Customer reported customer does not allege pump was under delivering. The customer experienced symptoms such as abdominal pain, dry mouth and nausea headaches los of appetite and urine does look darker and cloudy and vomiting. Customer reported insulin exited at the quick release. Displacement test also passed. The customer was treated with insulin pump. The device is not expected to be returned for analysis.